Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc0234 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility contact reported a leaking groshong. Contact stated that the groshong was removed. (B)(6) 2015 - facility reports the catheter was leaking in the subcutaneous tunnel and traveled externally. The reported leak was discovered due to the drainage at the exit site. A new catheter was inserted.